Event description:
The mother reported that the physician told her that the vns was still working but not as well due to scar tissue. No further relevant information has been received to date.

Event description:
The patient's mother reported that the patient was starting to have an increase in seizures. No further relevant information has been received to date.

Event description:
Ap chest/neck and lateral neck x-ray images were reviewed. The generator placement is normal in the upper left chest. Due to the quality and scope of the image it is unable to be assessed if the connector pin is fully inserted or if the feedthru wires are intact. The lead was visualized in the chest and neck. At least 1 tie down is present and a strain relief loop is potentially present, but it is difficult to assess due to the quality of the image. In the ap image it appears that the lead is cut below a set of electrodes in the neck; this was likely the patient's previous lead which was explanted in 2017. In the lateral image a set of electrodes is observed and the lead appears to be intact going down from the electrodes; this is most likely the current lead. Due to the quality of the image the lead could not be properly assessed for fractures or sharp angles. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient recently had a surgical consult and high impedance was still observed. The patient has been referred for x-rays so the surgeon can determine if there is enough room left on the vagus nerve for placement of new leads. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Clinic notes were received reporting that the patient had their vns disabled. The patient was referred for surgery.

Event description:
Implant card was received reporting a full revision. The suspect product has not been received to date.

Event description:
High impedance with resultant low output current was detected on the patient's vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.